Event description:
It was reported that the customer believed that her insulin pump may not be delivering insulin properly. Her blood glucose was 221mg/dl at the time of reporting. She stated that she believed that the malfunction may have been caused by a drop that created cracks near the battery compartment. The customer was advised to discontinue use of the pump and revert to her backup plan. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.